Event description:
It was reported by the user that while in the application, there were missing transmissions despite them being completed. Also noted by the user was that the auto-testing data did not populate for all devices; old transmissions were being imported into the system, and the current date was associated with them; when changing the device type the implant date was removed; there were problems closing a remote encounter, and that there was an error message when searching for a patient, the system indicated that the "database is busy." No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.